Event description:
It was reported that the right atrial (ra) lead had dislodged at implant, and was surgically repositioned the next day. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.